Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: d9. The suspect device was returned to medtronic for analysis. H6. Eval code method, eval code result, and eval code conclusion were updated. Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the yellow safety seal on the returned valve jar was broken and misaligned. The label on the outside of the jar showed a tattered appearance due to liquid dampness; amber stains suggestive of dried glutaraldehyde were observed. Due to the receipt condition, a torque assessment to evaluate against the ¿difficult to open jar¿ allegation could not be performed. Upon opening the jar, remnants (one long strip with adjacent smaller fragments) of jar lid seal/gasket material were stuck along the rim of the jar. Crystallized, dried glutaraldehyde was observed along the jar threads. Multiple white particulates that appear to be from the gasket were observed inside the jar. The threads on the lid showed signs of dried glutaraldehyde. The gasket was broken and showed deep pits in the rubber consistent with pieces of gasket stuck to the rim of the jar. The damages to the gasket were found on approximately half of its circumference. The particulates were sent to mecc analytical chemistry department for ft-ir analysis. The 3m freeze watch temperature indicator was not activated. Conclusion: the investigation remains in progress. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported during preparation for a transcatheter aortic valve replacement procedure, opening the lid to the jar which contained this evproplus-29 was difficult. Once the lid was twisted off of the jar, the white gasket ring that seals the jar was stuck to the glass and particulate from the seal fell into the glutaraldehyde. The valve was never implanted and instead was replaced by a different medtronic valve. There was no patient involvement. Additional information was received to report loose particulate was generated from the valve jar seal/gasket.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported during preparation for a transcatheter aortic valve replacement procedure, opening the lid to the jar which contained this evproplus-29 was difficult. Once the lid was twisted off of the jar, the white gasket ring that seals the jar was stuck to the glass and particulate from the seal fell into the glutaraldehyde. The valve was never implanted and instead was replaced by a different medtronic valve. There was no patient involvement.